Manufacturer narrative:
Other applicable components are: product ID: 3057, lot# unknown, product type: screening device. Apply to both product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for urgency frequency and urge incontinence. It was reported that the patient had pain with the belt. The patient stated that the belt was uncomfortable and yesterday it was cutting into her sides. The patient noted that it had since stretched out. The patient also reported that she was concerned that her wires may have moved or shifted. There were no further symptoms or complications reported or anticipated.